Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was not beeping to notify customer of low reservoir, does not ring when suspended, and down button does not work. Customer's blood glucose was 145 mg/dl. Customer's mother stated the customer was at school and was trying to administer a bolus and the device went up to high. Customer pressed the down button to lower carbohydrates and the button did not respond. Customer's mother does not recall any significant events that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.